Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received in fair physical condition. A manufacturing DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was tested 3 times, and all 3 test passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed occlusion at 8.35 psi; it was also added that the lens was damaged. It is unknown if there was a patient involved.